Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that rv pacing threshold had increased slightly upon review at routine follow-up. Rv outputs were increased from 5.0v to 5.5v. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged at a routine follow-up visit. High rv pacing thresholds and several instances of loss of capture (loc) at maxiumum output were also observed. A chest x-ray confirmed dislodgement of the rv lead. The patient was referred to the original implanting physician for lead revision. However, the implanting physician suggested increasing device output in favor of performing surgery on the patient. Ultimately no changes were made to device programming and the patient's following physician plans to review their system again in several weeks. No adverse patient effects were reported. This lead remains in service.